Event description:
Procedure type: gastrectomy. According to the reporter: the cartridge closed over the tissue of the body and the fundus of the stomach and did not open until the surgeon grasped the knife back manually. There was tissue damage treated by over sewing.

Manufacturer narrative:
(B)(4).